Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined to be not reportable as the device was found to be well fixed and did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 : 00598605701 - stemmed nonaugmentable tibial component option cr/ps/lps size 7 for cemented use only - 63656335 00596405010 - articular surface size gh 10 mm height use with plate 7 - 63815873 00597206541 - all poly patella standard cemented size 41 mm diameter 10.0 mm thickness - 62201575 g2 : foreign country : united kingdom customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00022 0001822565-2024-00298 0002648920-2024-00023

Event description:
It was reported that the patient underwent an initial surgery and was revised due to unknown reasons approximately 4.5 years later. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6 : mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.